Event description:
It was reported that during a permanent implant procedure upon initial x-ray prior to any incision, a broken off pieced of patients trial lead was noticed. The physician was unable to get the broken piece, and he decided to keep the broken piece in the patient due to fear of damaging the newly implanted leads. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0 model: sc-2316-50e serial: (B)(6) batch: 7304205 UDI: (B)(4)